Event description:
A pt reported experiencing inaccurate high results with a lifescan meter. The pt's blood glucose results were 376mg/dl, 289mg/dl, 227mg/dl. Tests were done within 11-20 minutes with a difference of 30%. Pt did not experience any adverse events. No further info has been reported. Note: in the reported issue notes there was another set of results. They are "189mg/dl, 139mg/dl, 146mg/dl"=19%, which is within the 20% of spec's.